Manufacturer narrative:
The lot number is unknown at this time.

Event description:
Information was received indicating that the patient reported the extension set to have leaked. In these cases the patient would switch the tubing in order to continue the infusion. There were no adverse events reported.